Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after an infusion set change while using an ilet system with a contact detach set, during which the set was applied to the body before tubing was fully filled and the connector was not attached correctly, resulting in incomplete priming and delayed insulin delivery; no device alarms were reported, and subsequent sms follow-up indicated the new site was working. Symptoms included hyperglycemia. Outcomes included temporary interruption of intended insulin delivery with user concern and the need for troubleshooting and education. Investigation included customer service review, user coaching on proper set attachment and tubing fill, and assessment of infusion set handling. Investigation of this case revealed incorrect deployment of the infusion set and failure to fill the tubing prior to insertion, consistent with user technique error affecting the infusion set and connector. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set handling and priming.